Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, some pts have presented with exposed lens optic edge and pigmentation on the anterior surface of the lens. The anterior capsule does not cover the whole lens optic. This has been noticed during the first two weeks after surgery. There has been no harm to the pts. No pts were identified and a specific number of pts was not provided by the surgeon. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).